Event description:
It was reported that the patient underwent an explant procedure wherein the spinal cord stimulator (scs) leads and clik anchor were removed due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 474824, model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4316, serial number: na, batch/lot number: 15727564, model/catalog description: clik anchor, unique identifier (UDI)#: (B)(4).